Manufacturer narrative:
(B)(4). Date sent: 6/23/2023. D4: batch # 317c87 . Investigation summary : the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one ntlc75 device was returned with no apparent damage and with two reloads (b and c) present. The reloads were received fully fired and with the swing tab in the locked position. The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: when positioning the device on the application site, ensure that no obstructions such as clips, stents, guide wires, and etc., are within the instrument anvils. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The event described could not be confirmed as the device performed without any difficulties noted. Reload b: sr75, 311c31, fully fired. Reload c: sr75, 265c74, fully fired. A manufacturing record evaluation was performed for the finished device batch number 317c87, and no non-conformances were identified.

Manufacturer narrative:
(B)(4) additional information received: the procedure was rectum and bladder resection. There was no unusual feeling in use. There was no change in the method of reconstruction. The subcutaneous suture was performed by hand on the area which small intestine resection was performed. There was no massive bleeding. There were no adverse consequences to the patient. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a resection procedure, the staple was unformed and it was deployed in ¿-shape at 1st and 2nd firing on small intestine resection. Hand suture was performed to complete the case. There were no adverse consequences to the patient. No further information is available.